Manufacturer narrative:
Calibration and control data measured on the e 602 used for investigation were ok. The ft3 and ft4 results for the 27-oct-2022 sample did not show any significant differences between assays. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two samples collected from the same patient. The first sample dated (B)(6) 2022 had discrepant results for the elecsys ft4 iii assay and elecsys ft3 iii ver. 2 when tested on the customer's cobas 6000 e 601 module. The results did not compare to measurements of the sample performed on an abbott architect analyzer. The second sample dated (B)(6) 2022 had discrepant results for the ft4 assay when tested on the customer's e601 module and on a cobas 8000 e 602 module used for investigation. The results did not compare to measurements of the sample performed on an abbott architect analyzer. This will apply to the ft4 assay. Patient identifier (B)(6) for information related to the ft3 v2 assay. Refer to the attachment for all data from the patient. The data highlighted in yellow was discrepant. The sample dated (B)(6) 2022 was tested at the customer site on (B)(6) 2022 and was provided for investigation, where it was tested on the e602 analyzer on (B)(6) 2022. The serial number of the customer's e601 analyzer is (B)(4). The ft4 reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e602 analyzer used for investigation is (B)(4). Ft4 reagent lot number 593219, with an expiration date of 31-dec-2022 was used on this analyzer.